Manufacturer narrative:
(B)(4).

Event description:
It was further reported that in (B)(6) 2015, the signs and symptoms experienced by the patient were relieved by long-acting nitrates(lan). Specifically, the patient received isosorbide dinitrate.

Manufacturer narrative:
(B)(4). Device is a combination product. Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID #: 2134265-2015-08074, 2134265-2015-08078 and 2134265-2015-08075. (B)(4). It was reported that myocardial infarction (mi) occurred. In (B)(6) 2015, index procedure was performed. Target lesion #1 was a de novo lesion located in the mid right coronary artery (rca) with 80% stenosis and was 20 mm long with a reference vessel diameter of 2.75mm. Target lesion #1 was treated with pre-dilatation and placement of a 3.00x24mm promus premier¿ everolimus-eluting platinum chromium coronary stent. Visual estimate was with 0% residual stenosis. Target lesion #2 was a de novo lesion located in the proximal rca with 90% stenosis and was 10mm long with a reference vessel diameter of 3.00mm. Target lesion #2 was treated with pre-dilatation and placement of a 3.00x32mm promus premier¿ everolimus-eluting platinum chromium coronary stent. Visual estimate was with 0% residual stenosis. Target lesion #3 was located in the proximal rca with 70% stenosis and was 20mm long with a reference vessel diameter of 3.00mm. Target lesion #3 was treated with pre-dilatation and placement of a 3.00x32mm promus premier¿ everolimus-eluting platinum chromium coronary stent. Post-dilatation was performed with 15% residual stenosis. Target lesion #4 was a de novo lesion located in the mid lad with 70% stenosis and was 25mm long with a reference vessel diameter of 3.75 mm. Target lesion #4 was treated with pre-dilatation and placement of a 2.75x28mm promus premier¿ everolimus-eluting platinum chromium coronary stent. Visual estimate was with 0% residual stenosis. One day post index procedure, the patient experienced the event of elevated cardiac enzymes which was categorized as a myocardial infarction and prolonged the patient's hospitalization. The patient experienced chest tightness while walking to the restroom and was thought to possibly be related to a side branch compromise. Signs and symptoms were relieved by lan. The patient was started on lose-dose amlodipine. On the next day, the event was considered resolved and the patient was discharged on aspirin and clopidogrel.